Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and other non-malignant pain. The patient reported that they had a spine fusion unrelated to the infusion system. The patient contracted (B)(6) that "attacked all the metal/pump" in the patient's body so it had to be removed/explanted. The patient had a mixture of intrathecal pump drugs but did not recall the drug names, concentrations or doses. The patient wished that they still had the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.